Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation, alerts for device reset occurred and software upgrade required were observed. A firmware download was successfully performed and the device was returned to normal operation. Patient will be monitored.